Manufacturer narrative:
The device history record for the subject device was reviewed. The subject device was found conforming to all quality requirements upon initial release. The subject device will not be explanted for technical review. It is still fused in the disc space, but was reported to have retropulsed slightly out of the disc space. A revision surgery is planned, but has not yet been scheduled. The customer reported more information on the issue will not be known until the revision surgery is scheduled. A follow-up report to this initial report will be filed when further information is presented.

Event description:
It was reported that the subject device retropulsed partially out of the disc space. The subject device is fused and will not be explanted. A revision surgery is planned, but it has not yet been scheduled.